Event description:
On (b)(6) 2026, a patient with a narrow ureteropelvic junction (UPJ) underwent a SURE procedure, during which the CVAC device was initially advanced beyond the UPJ with no documented injury or visible trauma. During replacement of the laser bridge, the CVAC device and safety wire were unintentionally withdrawn from the patient and the access sheath was noted to have moved distally. An attempt was made to regain access, after which a ureteral injury was identified and confirmed by retrograde pyelogram. The procedure was discontinued, and a ureteral stent was placed. It was estimated that the stent would remain for several weeks. The patient was admitted for overnight observation and additional imaging; no further intervention was reported, and the patient was reported to be recovering without reported sequelae.

Manufacturer narrative:
The laser bridge was returned for investigation, and the investigation concluded use error. The inserted laser was not able to advance past the tip of the laser bridge due to the laser fiber becoming obstructed at a compression location in the catheter. The laser was then activated while within the Laser Bridge, causing damage to the laser bridge tubing. Although the distal tip of the Laser Bridge was burned and approximately 0.49mm of the distal tip was missing, the missing length would have unlikely resulted in the Laser bridge being visible within the camera field of view when not actuated. The device was returned for investigation. The investigation concluded that the CVAC device experienced mechanical stresses during the procedure causing damage to the hypotube which lead to tears in the outer jacket, deformation of the vacuum lumen, and steering system damage. The tear in the outer lumen jacket coincides with the location of the hypotube damage, indicating the tear was caused by the broken hypotube. The tear did not expose the hypotube to the patient and it was all contained within the outer jacket. The Lot History Review (LHR) for Lot# 90094849 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The product labeling, CVAC Aspiration System IFU, L00018, Section 4 has appropriate warnings to advise the users the following: "Do not activate a laser with a laser fiber tip within the lumen of the CVAC Aspiration System. Doing so may cause patient injury and/or damage to the CVAC Aspiration System." Section 10.3 states "Insert a laser fiber into the Laser Bridge (provided accessory) such that the laser fiber tip is flush with the tip of the Laser Bridge. Insert the Laser Bridge with the laser fiber into the working channel and secure the Laser Bridge to the working channel." The IFU warning section indicates if damage to the CVAC Aspiration System occurs, or it stops functioning during a procedure, stop using the device immediately, troubleshoot and continue the procedure with a new device, as appropriate. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.